Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cervical cancer") in a female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain lower, abdominal pain, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Essure confirmation test- results-total bilateral occlusion, both fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cervix carcinoma ("cervical cancer") in a female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma, abdominal pain lower, abdominal pain, vulvovaginal pain, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Essure confirmation test- results-total bilateral occlusion, both fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Events bladder disorder, urinary tract disorder, migraines, headaches, cervical cancer, vaginal discharge and weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.